Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that user error damaged the upper and lower door caps. The upper and lower door caps were replaced by the representative to resolve the reported issue. The representative also cycled the doors, cycled the rotor and cleaned out debris and loose hardware from the rotor. The imaging system then passed the system checkout and was found to be fully functional. The suspect upper door cap has not been received by the manufacturer for evaluation. The suspect lower door cap could not be located by the manufacturer and will not be returned for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, covers on the imaging system gantry were damaged. The damages rendered the imaging system unusable by the site. No additional information was provided. There was no patient present when this issue was identified.